Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
A consumer reported that the lens was implanted in (B)(6) 2014 and was explanted approximately 3 months post implant. The reason for explant was not provided. No other information was provided.